Manufacturer narrative:
This product is not marketed in the us claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 -6.50/1.0/092 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a lens of different diopter due to refractive surprise. The exchange resolved the problem. Cause is reported as unknown.